Event description:
On (B)(6) 2013, the patient's husband reported that the up button on his wife's infusion device was not functioning. The failure started as intermittent, but is now constant. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.